Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in moderately tortuous and mildly calcified right coronary artery. A 38 x 3.00 promus premier stent was advanced for treatment. However, the device was unable to reach the lesion. Upon removal of the device, it was noted that the stent struts were lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.